Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized after experiencing a diabetic seizure due to low blood glucose levels. The reported blood glucose reading was 30 mg/dl. Troubleshooting was performed, and found that the time and date were not programmed correctly. Assisted the customer in correcting the time and date. All other programming was correct. The insulin pump passed the displacement test. Nothing further was reported.